Event description:
Customer reports that the orbital brake is not working and the c-arm steering is tight and the system is displaying error codes. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the loose brake handles and re-aligned steering handle. No report on the error code problem. System operates as intended.